Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated as the cause was determined by analyzing data provided by the user/third party; no further assistance was requested by the customer and there was no defect found. Evaluation results findings (components/results). 1 device: side rail / no device problem found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1- march 31, 2026. This report summarizes 1 malfunction events(s), where it was reported the devices experienced tripping hazard; unexpected perimeter. There was 1 event with patient involvement; the patient experienced a fall. No adverse consequence or clinically relevant delay in treatment was reported.